Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have foreign matter inside them. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: fibrin filaments. Quantity: 2 pieces. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of fibrin was not observed. 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes have foreign matter inside them. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: defect: fibrin filaments. Quantity: 2 pieces. Impact: no adverse effects on patients and medical staff.